Event description:
It was reported that during a gastrojejunostomy procedure, it was observed that the stapler failed to articulate as intended despite the jaws being open. The user reported that the device sounded as though the motor was running, but no articulation or blade advancement occurred. The device was removed from the trocar, and the battery was removed and reinserted, after which articulation briefly returned. However, similar non-responsive behavior recurred during attempted blade advancement, without the usual feedback indicators. The device was safely removed from the patient and returned from use. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2026. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ec3d60l lot number a99j1k and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.